Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the pt's father reported that the pt sometimes has air bubbles in the insulin cartridge of her infusion device. He stated he tries to use room temperature insulin to fill the cartridge, "and it is not always easy." He stated he will prime all the bubbles out and then 2-3 days later the bubbles will appear and he primes them out. He stated this sometimes results in elevated blood glucose readings (no specific values given). The pt's normal blood glucose range is 6-7 mmol/l (108-126 mg/dl). He stated she will have the odd high or low reading and said "as you know, no two days of a diabetic are the same." He said her only symptom is hunger when she has a low reading. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.